Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 6 years and 7 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants; 4041259 521-78-31 - threaded pin size 2.6 collarless 2pk, 4144517 521-78-31 - threaded pin size 2.6 collarless 2pk, 4560588 02-010-03-0220 - logic cr femoral cem, left sz 2, 4564771 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, 4598585 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loss range of motion could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.